Event description:
It was reported while using bd nano¿ 2nd gen pen needles were unable to deliver insulin. The following information was provided by the initial reporter: it was reported by the consumer that several needles during the flow check do not release insulin.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. This is the 2nd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.